Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the image guide pipe coat was peeled off, the image did not appear, and a b30 error (scope communication error) occurred. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the image guide connecting tube had coating peeling. (1 millimeter to 2 millimeters or more), during testing the image was not displayed due to damage on the charged coupled device unit, and a b30 (scope communication error) occurred due to damage on the charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the result of the investigation, olympus confirmed the suggested events, and it was presumed that the scope communication error (b30) and no image problems occurred due to a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. The event where coating on the insertion tube was peeled off could be caused by external factors or handling of the device. A definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.